Event description:
It was reported that high capture threshold and loss of right ventricular (rv) capture due to an exit block was observed two days post rv lead implant. As a result, revision of the rv lead was performed. After revision, good stimulus threshold was seen. Nine days later, high capture threshold and loss of capture due to another exit block was observed, and rv lead dislodgement was confirmed via x-ray. Subsequently, the patient underwent another revision procedure, and the rv lead was explanted and replaced without incident. No additional adverse patient effects were reported. Product return is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed no abnormalities. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that high capture threshold and loss of right ventricular (rv) capture due to an exit block was observed two days post rv lead implant. As a result, revision of the rv lead was performed. After revision, good stimulus threshold was seen. Nine days later, high capture threshold and loss of capture due to another exit block was observed, and rv lead dislodgement was confirmed via x-ray. Subsequently, the patient underwent another revision procedure, and the rv lead was explanted and replaced without incident. No additional adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.